Event description:
It was reported that after connecting the intra-aortic balloon (iab) and initiating therapy, the cardiosave intra-aortic balloon pump (iabp) indicated that an autofill failure occurred. The customer attempted to initiate therapy several times, but the issue persisted. The customer then checked the helium tank. A kink was suspected so the iab was removed. A new iab was inserted, but the same alarm occurred. The iabp was then switched out and therapy was continued without further issue. There was no patient harm or adverse event reported.

Manufacturer narrative:
Complete event site name: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Manufacturer narrative:
The iab was returned with the membrane completely unfolded and blood on the exterior of the catheter. Two kinks were observed on the inner lumen approximately 15.2cm and 15.5cm from the iab tip. The guidewire was returned inside the inner lumen with the exposed portions kinked. The extender tubing was also returned. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal, and extender tubing was performed and no leaks were detected. Due to the kinked and occluded state of the inner lumen, the guidewire was unable to be removed and the iab was not able to be placed on a pump to test for the reported alarm. The condition of the iab as received indicated an occlusion and a kink in the inner lumen. An occlusion or kink in the inner lumen can cause difficulty during autofill. We are unable to determine when this kink may have occurred. The evaluation confirmed the reported kink. The reported alarm could not be tested due to the received condition of the device and therefore could not be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).